Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case inside the lens carton. Solution was dried on the lens. One haptic was broken in the gusset area. The broken haptic was not returned. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were used. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). The questionnaire indicated the use of 0.05 cubic centimeter (cc) of viscoelastic. This would be an inadequate amount of viscoelastic. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The questionnaire response indicated two reasons that the surgeon felt caused or contributed to the event: too long in cartridge or the way it was grasped with forceps prior to loading in the cartridge. The questionnaire indicated that the lens remained in the cartridge for "about 5 minutes". The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer's recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens implant procedure, the front haptic was broken in the cartridge, which was not a normal occurrence. The surgeon did not have any concerns with the intraocular lens. Additional information was requested and received stating that while preloading front haptic broke in cartridge with no patient contact. In the surgeon's opinion, the iol was too long in company cartridge or by the way it was grasped with company forceps prior to loading in the cartridge caused or contributed to the event. The originally scheduled procedure was completed on the same day.